Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. No devices received, log review only

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "pt was transferred to ed at (B)(6) from an outlying hospital in dic with septic shock on (B)(6) 2016. Baby was (B)(6) born via nsvd to gbst mother. Baby was given antibiotics and placed on ECMO on (B)(6) 2016. Pt was placed on tpn via carefusion alaris pump. The pt received 364 ml over 3 hours instead of 24 hours. The charge nurse and the nurse educator checked the pump and it appeared to be programmed appropriately for 1 ml per hour. The cause of the problem remains unknown at this time. A report has been requested from the company of the pump, etc have been sent to ecri for the evaluation. The pt did expire but it is not thought to be attributable to this event." Although clarification was requested from the customer regarding the discrepant rates in the mw report, additional event details were not provided.